Event description:
Pt reports there are lines running through screen of his cadd legacy pump (B)(4) which is making it hard to read the screen info. Pt switched to back-up pump and had no ill effects. Dose or amount: 21ng/kg/min. Frequency: continuously. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: i27.0.